Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse could not power on the integrated electrosurgical unit (iesu) erbe generator. Therefore, they replaced the iesu per isi procedures. The system was tested and verified as ready for use. Isi received the iesu involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed and reproduced the reported failure (iesu will not power on). The iesu was placed on an in-house system was run in normal mode and failed testing. Per procedure log review, the following was confirmed: the sigmoid colectomy procedure took place on (B)(6) 2022 via system (B)(4). This complaint is considered a reportable event due to the following conclusion: a generator issue (failure to power on) was identified prior to the procedure. The electrosurgical generator unit (esu) was replaced by a field service engineer (fse) after the completion of the procedure. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.

Event description:
It was reported that prior to the start of a da vinci-assisted sigmoid colectomy surgical procedure, the nurse called the technical service engineer (tse) and stated that the erbe generator would not power on. They verified that the erbe generator was plugged into a working outlet. They also verified that the power switch was turned on at the front of the erbe generator (power cycled). They tried relocating the erbe generator power cord to another working outlet and tried securing the power cord at the back of the erbe generator with no change. The tse suggested another generator but explained that they would need an energy activation cable. There was no report of patient involvement.